Event description:
It was reported that when the device was used during a low anterior resection procedure, it misfired and a hand anastamosis was made. Pt got ileostomy for two weeks instead of direct anastamosis. There were no other reported pt consequences.